Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found that the pressure line from sol 53 which provides the pressure to empty chamber vc26 was clogged. The fse flushed the line and cleared the clog. Repairs were verified per established procedures. Root cause for the leak is attributed to a clog in the pressure line that empties chamber vc26, causing the chamber to overflow. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak inside the coulter lh 750 hematology analyzer. The customer could not locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves at the time of the incident. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no report of any patient samples or results affected by the leak. There was no death, injury or change to patient treatment attributed or associated with this complaint.